Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The manufacturing records for top assembly batch 6986668 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. As no device was received for analysis, it is not possible to determine the root cause of the reported complaint.

Event description:
It was reported that during an unspecified procedure, deflation difficulties were encountered. The lesion being treated was located in a proximal vein graft to the circumflex artery. At the ostium, the physician was able to successfully deploy the liberte' mr 5.00 x 20 mm stent without incident. Upon deflation, slow deflation was noted. The physician drew negative pressure and the balloon started to deflate. Resistance was encountered during removal and it took "a lot of force" to remove the entire system including the guidewire and guide catheter. Upon removal, the physician noted that the balloon appeared to be 75% deflated. Patient status is reported as "fine".